Event description:
Device 1 of 2. Reference MFR report 1627487-2012-1016. The pt received two leads with the same lot number. It was reported the pt has an infection at her ipg site. It was also reported she previously had a small wound, that healed after treatment with antibiotics, that was reopened. Cultures were done by her physician. The entire scs system was explanted and the pt was treated with antibiotics. The pt is working with her physician to re-implant a new scs system once the infection has healed.

Manufacturer narrative:
Manufacturer's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.